Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt was experiencing multiple red heart and yellow wrench alarms. Waveforms submitted for analysis showed evidence of possible bearing wear. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time.